Event description:
It was reported that when patient's device was interrogated, it was found to be at the elective replacement indicator, invalid data was received and lead impedance and battery voltage measurements were not available. The device was reprogrammed; normal measurements were then obtained. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.